Manufacturer narrative:
Event summary: the patient data files showed at least fourteen applications were performed with without any issue on the date of the event. Upon visual inspection of achieve mapping catheter (B)(4), results showed the shaft and tip/loop section were intact with no apparent issues. No foreign material could be found in the received bag. The reported issue does not indicate a manufacturing related defect. In conclusion, the reported sterility issue cannot be confirmed through data analysis or testing. The mapping catheter passed the returned product inspection as per specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, when the catheter was removed from the packaging there was a hair on the distal end; compromising the catheters sterility. The catheter was replaced. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.